Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi mode. On (B)(4) 2010 the measured battery data was 2.66 v, 10 ua, 9.1 kohms with an estimated remaining longevity of 1 - 1.25 years. The device was removed and replaced.